Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the paravalvular leak was most likely due to suboptimal position, as the valve ended up implanted at -1mm on the non-coronary cusp. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at 1mm. The nose cone of the delivery catheter system (dcs) was not centered upon deployment and the valve was implanted at -1mm on the non-coronary cusp. Moderate paravalvular leak (pvl) resulted. A second valve was implanted valve-in-valve improving the pvl to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.